Event description:
It was reported that a g7 sensor displayed a sensor failure in the cgm app, after which the ilet pump stopped receiving cgm signals for approximately 45 minutes until the caregiver re-entered the four pairing numbers, restoring readings; concurrent blood glucose was 378 mg/dl, and the caregiver planned to allow the pump to correct while monitoring. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond monitoring, no alerts or alarms on the pump, and no hospitalization. Investigation included troubleshooting with device-patient interface checks and education on re-establishing cgm-pump communication. Investigation of this case revealed loss of cgm-to-pump data transmission associated with a reported sensor failure, with functionality restored after manual re-entry of pairing information, and no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.